Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin buttons were sticky and hold in place at times. Customer¿s blood glucose was unknown at the time of incident. Insulin pump rejecting new batteries. Insulin pump had no delivery alarms. Customer stated that the insulin was squirts from cannula. The insulin pump will not be returned for analysis.